Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. Fluid was discovered in the pump module area and on the external cassette. The patient did not call technical services, but rather decided to wait and attempt to use the cycler the following evening. In a follow up call, the patient's pd nurse verified that the patient did not have any harm or adverse event due to the reported fluid leak. The cycler is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device history record (DHR) found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed ((B)(6) 2021).

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. Fluid was discovered in the pump module area and on the external cassette. The patient did not call technical services, but rather decided to wait and attempt to use the cycler the following evening. In a follow up call, the patient's pd nurse verified that the patient did not have any harm or adverse event due to the reported fluid leak. The cycler is not available to return for investigation.